Event description:
It was reported that the patient underwent a stabilization thoracolumbar surgery using posterior fixation. Nine months post-op, the patient returned to the hospital because of pain. X-rays taken revealed that one screw was broken into two parts. A revision surgery was scheduled.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.